Event description:
It was reported that upon interrogation, the remaining battery longevity dramatically dropped from the expected longevity at the last check up. Subsequently, the device reached eri. Premature battery depletion is suspected. Patient was asymptomatic. Device was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory and was due to excess current drawn in the hybrid. The cause of the excess current was not conclusively determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.